Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge came off of the pump while removing the pump case. There were no alerts or alarms. Customer reloaded the same cartridge and insulin delivery was resumed. Blood glucose was 200 mg/dl.